Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump primed the tubing during the load step. It was noted that the pump emitted a ¿no cartridge detected¿ alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2014 with the following findings: a review of the pump¿s black box history showed evidence of a load step malfunction occurring. No battery cap or cartridge cap was returned with the pump. Test caps were used to complete all testing. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The force sensor calibration reading was found to be out of the required specifications. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the grip pad. The pump case was removed and corrosion was found on the force sensor plate, flex cable, and flex connector. The complaint that the pump was priming the tubing during the load step was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.